Event description:
The nurse accessed the pt's port with the powerloc needle and when drawing blood, noted a drop of blood on the top of the needle. She then flushed the pt and again noticed that there seemed to be a leak on the top of the butterfly part of the port needle. "The pt was deaccessed as planned."